Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -15.0 diopter was implanted into the patients left eye (os). On (B)(6) 2021 the lens was implanted and removed intra-operatively. On the same day the lens was exchanged for a shorter length lens due to excessive vault.